Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
It was reported that this patient with an edwards bioprosthetic mitral valve was explanted due mitral calcification leading to stenosis after an implant duration of approximately 11 years and five (5) months. The patient was (B)(6) at the time of the explant. The valve was replaced with a non-edwards valve. The patient was noted to be alive. No additional details were provided.

Manufacturer narrative:
Evaluation summary: the report of calcification and stenosis was confirmed. As received, the sewing ring was cut and the bands were separated from the valve. The wireform was exposed around leaflet 1. Leaflet 3 was cut out from the valve, and leaflet 1 was partially attached to the valve. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. X-ray demonstrated heavy calcification on all three leaflets. Calcification was observed to restrict the mobility of leaflet 2, which likely led to the reported stenosis. The x-ray demonstrated the wireform and bands intact. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was confirmed as the root cause of this event. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.